Event description:
It was reported to vyaire medical that the avea ventilator is auto cycling. The customer confirmed that there was no patient involvement associated with the reported event. The issue occurred during set-up, prior to patient use.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: vyaire field service went onsite confirmed unit is auto cycling. Peep (positive end expiratory pressure) drop to 0 and auto cycle stops. No damage in exhalation corner. As a resolution reseated gde (gas delivery engine) ran inspiratory and expiratory calibration. Ran expiratory flow calibration all calibration passed. Ran est (extended system test) passed. Unit still auto cycling.